Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimate age (patient was reported to be in his late (B)(6)). A cuff miss (no suture retrieved/attached) can occur due to a number of factors including, but not limited to needle deflection during plunger deployment due to interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. Ultimately, the return of the device may have aided the investigation in determining a cause for the experienced event. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported and the product was not returned for analysis. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. To ensure this type of experience is not a result of a potential product related deficiency, a 100% in process testing of devices are performed to assure there is no needle deflection, which may cause the event reported in this case. A sampling of finished devices is also tested to verify the functionality of the device.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the right common femoral artery during a preclose technique, before an interventional abdominal aortic aneurysm (aaa endograft) procedure. Reportedly, preclose procedures were planned for both the left (2 proglides) and right (2 proglides) groins. While attempting to deploy the first device in the right groin, a cuff miss occurred. The physician reported that the tissue tract was very deep and difficulty was encountered when achieving pulsatile flow in the marker lumen. Due to the deep tissue tract, the physician decided to perform a cut down and surgically close both the left and right groins. The remaining 3 proglide devices were not used in the procedure. There was a delay of one hour in the procedure. There was no reported adverse patient sequela. Though requested, additional information was not provided.